Event description:
Tip of the connecting screw was broken in the blade during operation. The instrument was removed and another one was used. Operation was completed without any problem. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual revealed the blade is badly damaged. The investigation shows that the plastic part is completely broken off. There is indication that too much mechanical force caused the damage. No product fault could be detected. This complaint has been determined to be invalid. (B)(6).